Manufacturer narrative:
As reported, the plug of a 6f/7f mynxgrip vascular closure device (vcd) failed to aspirate properly for release, and it was pulled out as the balloon was withdrawn. There was no reported patient injury. The mynx vcd was used during an interventional procedure with a retrograde approach. The deployer was mynx certified. A 6f non-cordis sheath introducer was used. Suitability of the femoral artery was verified by angiography, including an insertion angle of 30¿45 degrees. The access vessel was arterial, and its diameter was confirmed to be greater than or equal to 5 mm. There was no vessel tortuosity or presence of peripheral vascular disease (pvd) or calcium near the puncture site. Hemostasis was achieved by manual compression, which lasted approximately 10 minutes. The advancer tube was held in place during balloon removal. The sealant was completely pulled out of the body. There was no shallow vessel depth reported. One non-sterile 6f/7f mynxgrip vascular closure device involved in the reported complaint was returned for investigation. Visual inspection revealed that the shuttle was engaged with the black handle and the stopcock was in the open position. The syringe and catheter sheath introducer (csi) were not returned for evaluation. The sealant was not returned, and the advancer tube was received in an exposed condition on the catheter. No additional anomalies were observed during the visual inspection. A dimensional analysis was performed to measure the distance between the shuttle tip and the balloon. The measurement obtained was within the defined maximum specification. The measurement was taken using a calibrated ruler. A functional analysis was not performed for this evaluation, as the reported complaint and the returned condition¿specifically the absence of the sealant and the advancer tube being exposed on the catheter¿prevented any functional testing. The reported event of ¿sealant-sealant dislodged¿ was not observed through analysis of the returned device since the sealant was not returned with the product. The exact cause of the issue experienced by the user could not be determined. However, based on the information available for review and the product analysis, the event reported may have been attributed to user error since the returned device indicated an incomplete removal of the mynxgrip during use as evidenced by the advancer tube remaining on the catheter when received. Per the mynxgrip instructions for use (IFU), which is not intended as a mitigation, step 3: remove device instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. It should be noted that failure to hold the advancer tube in place and/or if a proper position of the advancer (tamping) tube was not maintained during catheter removal from the patient, the sealant could be dislodged from the vessel wall, resulting in the reported incident. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the plug of a 6/7f mynxgrip vascular closure device (vcd) failed to aspirate properly for release, and it was pulled out as the balloon was withdrawn. There was no reported patient injury. The mynx vcd was used during an interventional procedure with a retrograde approach. The deployer was mynx certified. A 6f non-cordis sheath introducer was used. Suitability of the femoral artery was verified by angiography, including an insertion angle of 30¿45 degrees. The access vessel was arterial, and its diameter was confirmed to be greater than or equal to 5 mm. There was no vessel tortuosity or presence of pvd or calcium near the puncture site. Hemostasis was achieved by manual compression, which lasted approximately 10 minutes. The advancer tube was held in place during balloon removal. The sealant was completely pulled out of the body. There was no shallow vessel depth reported. The device is being returned for evaluation.

Event description:
As reported, the plug of a 6/7f mynxgrip vascular closure device (vcd) failed to aspirate properly for release, and it was pulled out as the balloon was withdrawn. There was no reported patient injury. Additional information was requested but not provided. The device is being returned for evaluation.